Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted.

Event description:
Patient reported a right side "joint pain, leg pain, and digestive issues" not device related. Patient reported " loss of weight (not device related), gastral issues (not device related), rippling, autoimmune disorder (not device related) and a rash that starts at breast and travels down to hipbone. Patient later reported right side pain, rash under both breasts down to waistline and "feels tight". Healthcare professional later reported rupture and exchange. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported a right side "joint pain, leg pain, and digestive issues" not device related. Patient reported " loss of weight (not device related), gastral issues (not device related), rippling, autoimmune disorder (not device related) and a rash that starts at breast and travels down to hipbone. Patient later reported right side pain, rash under both breasts down to waistline and "feels tight". Healthcare professional later reported rupture and exchange. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ pain-ndr: unable to observe. ¿ varied injuries-ndr: unable to observe. ¿ skin rash/dermatitis: unable to observe. ¿ wrinkling: unable to observe. ¿ pain: unable to observe. ¿ visibility/palpability: unable to observe. ¿ autoimmune/connective tissue disorders-ndr: unable to observe. ¿ rupture: not observed openings on the device. As per the investigation procedure, creases, non-penetrating nick and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.